Event description:
As reported, in 2007 this pt was implanted with gore excluder aaa endoprostheses for an emergent symptomatic aneurysm. During closure, the percutaneous sys did not work properly. The left groin was closed with suture. On the following month, the pt developed an infection in the left groin. The pt underwent another procedure in which drainage of the left groin was performed. The pt was treated with antibiotics. On approx one and a half months later, the pt's c-reactive protein (crp) level was 130. On fifteen days later, an MRI demonstrated a suspicious psoas major abcess on the pt's left side. The pt's crp level at this time was 148. On approx one and a half months after the original date through the assistance of ultrasound, a puncture was made and infected fluid was extracted. On five days later the pt the devices were explanted.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Also implanted in the pt pxt261412/lot#03629428, pxc161000/lot#04241388 and pxc201400/lot#04703395.